Event description:
Additional information received corrected that patient did not experience increased spasticity.

Event description:
Additional information received reported that the patient had no other symptoms; the pump was refilled on (B)(6) 2012. Telemetry was performed and the pump's event logs did not indicate an alarm, even though "sometimes the patient thinks he hears it". The issue had resolved once the pump was refilled as the patient was receiving effective therapy. At the time of the last pump refill on (B)(6) 2012, the patient had 3 months until elective replacement indicator (eri) was to occur

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a return of symptoms with increased spasticity; "a lot more spasms." The symptoms occurred prior to pump refill. A critical alarm was occurring. Alarm was not heard by patient but was heard by the healthcare provider and was confirmed by telemetry. The refill date was missed in (B)(6) 2012; the volume in pump was below recommended volume to maintain adequate infusion. Per logs the low reservoir alarm occurred on (B)(6) 2012, and the empty pump reservoir alarm occurred on (B)(6) 2012. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).